Event description:
Device complications: none time of complication: during hospitalization symptoms: right arm weakness, and brain edema was noted on the CT. It was reported that after the procedure of the lic and lcc the patient developed right arm weakness and brain edema was noted on the CT scan. It was noted that the patient required extended hospitalization. It was further noted that a small dissection was present in the lcc and no intervention or action was taken. The neurologist documented a possible stroke in 2-2006 and documented stroke on the 3rd day. The patient was discharged to home on the next day with movement of the right arm, walking, speaking and in stable condition. There was no additional information available.